Event description:
A malfunction alarm identified as malf 12 was reported by the customer, and they experienced at least three occurrences of this issue with the same pump. There was no adverse impact to the customer¿s blood glucose level, with levels remaining below 500 mg/dl. Technical support decided to replace the malfunctioning pump, providing the customer with a new pump equipped with updated software. The customer was given instructions on how to manage the transition to the replacement pump, including putting the old pump into storage mode and returning it. They understood the process and acknowledged receipt of the directives.